Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a problem calibrating the sensor. Customer stated that she was wasting one box and not going to have enough. Customer stated that her blood glucose reading from the sensor to the meter has a 20 to 30 point difference. Customer's blood glucose was 40 mg/dl at the time of the incident. Customer drank juice to bring it up. Troubleshooting was performed for the sensor. Customer was advised that two replacement sensor will be sent. Customer declined troubleshooting for the low blood glucose since she knows what it was for.